Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during use in a pcl surgery, the anchor broke. The broken pieces were retrieved with tweezers. A delay less or equal than 30 minutes was reported and the procedure was finished with a smith and nephew back up device in the same bone hole. No patient injury or other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a screw with a broken tip and deformed threads. An analysis of the customer provided image found a screw with a broken tip and damaged threads. Based on the condition of the product material found during visual inspection it was determined that additional material testing was not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the the raw material, found that the storage protocols, material specifications, and material tests were appropriately documented. Clinical evaluation found that no further medical assessment is warranted at this time. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torque, off-axis insertion, or improper preparation of the insertion site. No containment or corrective actions are recommended at this time.